Event description:
Report received from the USA stating that the device had an error message on the console and port 1 and foot pedal 1 are not working. The device was not being used during surgery. No injuries were reported. It is unknown if medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).